Event description:
It was reported that the user experienced fluctuating blood glucose after announcing a meal while low, ingesting oral glucose to treat the low, and subsequently reporting prolonged high readings and uncertainty about pump behavior following a larger-than-usual dinner. Symptoms included hypoglycemia followed by hyperglycemia. Outcomes included user self-management with oral glucose and continued monitoring without medical intervention or hospitalization. Investigation included troubleshooting and user education by the support agent, with instructions to monitor glucose and call back if needed, and escalation to clinical support. Investigation of this case revealed an unclear cause for hypoglycemia and subsequent hyperglycemia, with a roller-coaster effect consistent with over-treatment of the low; no device malfunction or specific component issue was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.